Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient did not seek medical attention. There is no information to suggest that the patient sustained a serious injury. The patient remains in the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacturer date and usage of device: monitor (B)(4): 04/2012 - reuse; electrode belt (B)(4): 01/2013 - reuse. Additional inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation while at home. The patient received a treatment at 16:25:59 on (B)(6) 2014 while at home. The rhythm at the time of the treatment was supraventricular tachycardia (svt). The post-shock rhythm was sinus tachycardia. Svt contributed to the false detection. The patient reported his arthritis prevented him from pressing the response buttons in time to prevent the shock. The patient was conscious at the time of the event. The patient did not seek medical attention after the treatment.